Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire of a 6f exoseal vascular closure device (vcd) did not eject inside the patient. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the guidewire of a 6f exoseal vascular closure device (vcd) did not eject inside the patient, and it did not retract back into the device by itself. There was no reported patient injury. The user was trained on the device, and it was stored and prepped according to the instructions for use. The device was used in an interventional procedure with an antegrade approach. There were no visible signs of device or package damage prior to use. A 6f catheter sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. There was no visual damage to the indicator wire prior to use. During retraction, the indicator window of the exoseal device was facing up and did not show a change. The indicator did not change at all. When the device was removed from the patient, there was no damage noted to the indicator wire loop. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the indicator wire was already deployed, which was consistent with the guard being in the locked state. Additional analysis for a deployment simulation was required per the reported event description, where the indicator wire was pulled to achieve the black/ black position and then it was proceeded with the deployment lever full depression. After the deployment lever was depressed, the indicator window shifted to the black/ white and red position was achieved, along with the deployment of the plug, as expected. A review of the manufacturing documentation associated with lot 18377038 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed during analysis of the returned device since the device was received with the indicator wire deployed and the window achieved full transition. The exact cause for the issue reported could not be determined, especially since the reported event states that the indicator wire did not deploy, however additional information received reported that it would not retract. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. An antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
As reported, the guidewire of a 6f exoseal vascular closure device (vcd) did not eject inside the patient, and it did not retract back into the device by itself. There was no reported patient injury. The user was trained on the device, and it was stored and prepped according to the instructions for use. The device was used in an interventional procedure with an antegrade approach. There were no visible signs of device or package damage prior to use. A 6f catheter sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. There was no visual damage to the indicator wire prior to use. During retraction, the indicator window of the exoseal device was facing up and did not show a change. The indicator did not change at all. When the device was removed from the patient, there was no damage noted to the indicator wire loop. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18377038 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire deployment difficulty unable" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the guidewire of a 6f exoseal vascular closure device (vcd) did not eject inside the patient, and it did not retract back into the device by itself. There was no reported patient injury. The user was trained on the device, and it was stored and prepped according to the instructions for use. The device was used in an interventional procedure with an antegrade approach. There were no visible signs of device or package damage prior to use. A 6f catheter sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. There was no visual damage to the indicator wire prior to use. During retraction, the indicator window of the exoseal device was facing up and did not show a change. The indicator did not change at all. When the device was removed from the patient, there was no damage noted to the indicator wire loop. Other procedural details were requested but were not provided. The device was not returned as expected.